Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported the facility is experiencing an increase in catheter kinking. The kinking is happening at the insertion site, but within the patient. Catheters were discarded once removed. It is unknown how many catheters have kinked.